Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05216. It was reported that the rotawire broke. A 1.25mm rotalink burr and a 330cm rotawire were used for treatment. During platforming, outside patient's body, it was noted that the rotawire was inside the patient but broke on a portion that was not inside the patient. The procedure was completed with another of the same burr and rotawire. No patient complications were reported.